Event description:
Coiling treatment of an aneurysm. It was reported the coil was placed inside the aneurysm and a portion protruded into the artery. Attempts to re-position the coil into the aneurysm were not successful. While performing an angiogram, it was reported that the coil came out of the aneurysm and migrated to the mca. The physician was unable to retrieve the coil and it was left in the mca. After the procedure, the pt awoke and showed signs of an infarction and was unable to move one side of the body. One week post procedure, it was reported the pt condition has improved and the infarction has left no damage.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation, as it was implanted in the pt.